Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Extra curved broach handle is worn. Broach will not stay on handle.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. A two-year search of the complaint database found similar complaints received where the root cause is attributed to misuse and wear; damage to the cam component. It is important to ensure that the alignment features on both the handle and broach are mated correctly, as proper locking will extend the life of all broach handles. If these orientation features are not aligned properly, the cam will lock incorrectly onto the broach. After this type of deformation occurs, the handle will no longer lock as tightly onto the broach as when first distributed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.